Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. One of the additional perclose proglide device, was filed under a separate medwatch manufacturer report. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via an 8fr sheath, after an ablation procedure. Reportedly, one proglide was successfully used; however, a second device was required. When removing the plunger of the second proglide device, a suture break occurred. An additional proglide device was used and hemostasis was achieved with two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.